Manufacturer narrative:
B3: event date estimated. D6b: explant date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-12 information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt constant, chronic leg pain on the left side of their sacral joint and they wondered if it could be related to the implanted device. They further noted that when they turned the stimulation on, they felt the stimulation further up in the ¿vagina area¿ rather than the rectal area. The issues first noticed the issues before may of this year (2018). The patient stated that, since the device was implanted, they noticed an improvement in their bladder symptoms. The patient had spoken to their healthcare professional (hcp) about the issue and were told that the implanted device was not causing the pain because the implant was on the opposite side from where the pain was. Because of the pain, sitting and moving was uncomfortable. The patient was going to try turning off the stimulation for a time to see if the pain improves. They were also going to follow up with their hcp and was sent physician listings. There were no further complications reported or anticipated. On 2023-sep-01 additional information was received from the patient. They reported that the device was removed within 4 months for discomfort, pain, and they could feel the implant.